Event description:
The customer reported a falsely elevated enzymatic creatinine result for a patient sample when running on the architect c16000 module that was not released out of the lab. The following data was provided: previous history of creatinine results = around 60s and 70s umol/l on (B)(6)2023 (B)(6): incorrect result was rep ID (B)(6) = 325 umol/l correct result was rep ID (B)(6) = 62.3 umol/l there was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated enzymatic creatinine result for a patient sample when running on the architect c16000 module that was not released out of the lab. The following data was provided: previous history of creatinine results = around 60s and 70s umol/l. On 20may2023 sample ID (B)(6): incorrect result was rep ID (B)(4) = 325 umol/l. Correct result was rep ID (B)(4) = 62.3. Umol/l there was no impact to patient management reported.

Manufacturer narrative:
The customer inspected the architect c16000 processing module, serial number (B)(6), and determined the cc cuv dry tip the likely cause. The cc cuv dry tip was replaced, and the cuvettes were cleaned to resolve the issue. No additional falsely elevated enzymatic creatinine results were reported since the part was replaced. The instrument service history review revealed no additional tickets related to falsely elevated enzymatic creatinine results. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Tracking and trending were reviewed, and no related trends were identified for the parts or the instrument. A device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.